Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced low reading from the g7 wearable. Her sensor was telling her she was at 187 mg/dl but her fingerstick was 420 mg/dl. She tried giving herself 20 unit shot of regular insulin but it doesn't seemed to work. She could no longer calibrate the wearable due to her symptoms. She was so weak that she couldn't stand, she started losing her vision, and she was constantly vomiting every 5 minutes. She called 911 using siri since she was too weak and they arrived within 4-5 minutes. When the first ambulance arrived, they had to call a second ambulance with 2 additional paramedics for assistance. They tested her fingerstick test and it was 437 mg/dl but the cgm was showing 184 mg/dl. No medication at the ambulance since there was no available medication at the time. They have to drive her 40 minutes to a not local hospital since patient have coronary artery disease and their local hospital couldn´t deal with patient who has cardiac issue. She was taken to gadsden regional medical center in gadsden, alabama. When she got into the emergency room, they treated her with 1 bag of saline, 1 bag banana (not clear if this was a food treatment for dm) and saline (potassium mix) and 3 bags of regular fluids. They administered her zofran to stop her vomiting but it wasn't working so they gave her intramuscular injection of phenergan and that was when her vomiting stopped. She ended up having breathing treatment while she was in the hospital. During her stay, she received insulin IV for 2 days. Due to the incident, the patient now have congestive heart failure. She was prescribed lantus for her long acting insulin and admelog that she needs to take during meal time. She was discharged late evening of (B)(6) 2025. Patient was still recovering. She still had difficult time walking, muscles are atrophied from being stuck in ICU bed and her eyes vision haven't returned to normal vision. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).